Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker to confirm the device was mode switching. Upon review, low p-wave amplitudes and right atrial (ra) undersensing was observed. Numerous right atrial autothreshold (raat) testing alerts were noted. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.